Event description:
It was reported to philips that the system would not startup, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start up and was stuck at 00:00. Upon troubleshooting fse found that frontal detector power supply was defective. To resolve the issue, fse replaced the faulty frontal detector power supply and mpdu fuse. The defective component was returned to philips for analysis and found the electrical defect in the fd unit part. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.